Event description:
The customer reported that an 840 ventilator had a blank screen. Malfunction did not occur during patient use. Evaluation of the ventilator is not completed.

Manufacturer narrative:
(B)(4).